Event description:
It was reported that 1 year and 6 months post implant the patient dropped his controller and his vad became disconnected. There were reportedly additional alarms on the same day; however, the patient could not state what they were. The controller was successfully exchanged by the patient/caregiver. There was no reported patient injury and the patient refused to seek medical attention at that time. Preliminary review of the controller log files confirmed the reported vad disconnect on the date of the event. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00518 and 00519) submitted for events related to the same patient.